Event description:
It was reported when the devices were used during a hand assisted laparoscopic colectomy procedure, they tore. Port disintegrated. The surgeon used closed fist to seal wound and continued mobilization laparoscopically. There was not patient consequence.